Manufacturer narrative:
As reported, there was no change observed in the indicator window of a 6f exoseal vascular closure device (vcd) during use. As a result, the device was not deployed, and hemostasis was achieved using manual compression for approximately 20 minutes. The patient recovered without any reported injury. The exoseal vcd was used during a percutaneous coronary intervention (pci) procedure using a retrograde approach. A 6f non-cordis catheter sheath introducer was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color. When the device was removed, it was unknown whether the indicator wire loop was deployed or showing. There were no visible signs of damage to the device or packaging prior to use. The physician involved was certified in the use of exoseal and had previous experience using the device. The vcd was prepared and used in accordance with the instructions for use (IFU). Femoral artery suitability was confirmed through angiographic imaging. The vascular sheath introducer was inserted at an angle between 30° and 45°, and the target vessel diameter was measured to be greater than 5 mm. There were no visible signs of calcium or plaque at the puncture site, and no stents were present in proximity to the access location. The vessel did not exhibit stenosis exceeding 50% at the puncture site. Additionally, there was no prior use of a vascular closure device at the same site within the preceding 30 days. The access site was free from pre-existing conditions such as hematoma, arteriovenous fistula, or pseudoaneurysm. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was not locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis no additional anomalies were observed to be reported. Since the cowling guard was received not locked, a locking attempt was performed and successfully completed. Nevertheless, the functional deployment simulation evaluation could not be performed because the device was received in fully deployed condition. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the window was received in full transition and the device was fully deployed. The exact cause of the observed condition could not be conclusively determined during analysis since the condition of the returned device did not match the event reported, as it was received with the window in red/black/white. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, there was no change observed in the indicator window of a 6f exoseal vascular closure device (vcd) during use. As a result, the device was not deployed, and hemostasis was achieved using manual compression for approximately 20 minutes. The patient recovered without any reported injury. The exoseal vcd was used during a percutaneous coronary intervention (pci) procedure using a retrograde approach. A 6f non-cordis catheter sheath introducer was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color. When the device was removed, it was unknown whether the indicator wire loop was deployed or showing. There were no visible signs of damage to the device or packaging prior to use. The physician involved was certified in the use of exoseal and had previous experience using the device. The vcd was prepared and used in accordance with the instructions for use (IFU). Femoral artery suitability was confirmed through angiographic imaging. The vascular sheath introducer was inserted at an angle between 30° and 45°, and the target vessel diameter was measured to be greater than 5 mm. There were no visible signs of calcium or plaque at the puncture site, and no stents were present in proximity to the access location. The vessel did not exhibit stenosis exceeding 50% at the puncture site. Additionally, there was no prior use of a vascular closure device at the same site within the preceding 30 days. The access site was free from pre-existing conditions such as hematoma, arteriovenous fistula, or pseudoaneurysm. The device is in transit.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.